Manufacturer narrative:
Correction: d4: serial# (B)(6). H6: work order search was performed but was not required for previous entered lens# or corrected lens#. B5: the reporter indicated that a 12.1mm vticm512.1 implantable collamer lens of a -7.50/3.0/175 (sphere/cylinder/axis) was implanted into the right eye (od) of a patient with pre-existing keratoconus on (B)(6) 2024. On (B)(6) 2024, the lens was removed due to refractive surprise. In a subsequent surgery later that day, replacement lens was implanted and the problem was not resolved. It was reported that there was no improvement with continued high astigmatism. Cause of the event is unknown. Claim# (B)(4).

Manufacturer narrative:
Additional information: b5: the reporter indicated that a 12.1mm vticm512.1 implantable collamer lens of a -5.0/4.0/171 (sphere/cylinder/axis) was implanted into the patient's eye. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
D4 (experiation date); unk no serial number reported. H4 (device manufacturing date): no serial number reported. Claim# (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's right eye (od). Refractive surprise and lens rotation are observed.

Manufacturer narrative:
Additonal information: b5: a healthcare professional reported the patient's condition has improved to 20/20 after placing a suture. Claim# (B)(4).